Event description:
Boston scientific received information that this device exhibited 3.5 years of remaining longevity six months ago and now is showing 2.5 years of remaining longevity. The caller reported that auto capture(ac) was programmed on and has been. This patient is pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant explained the multiple aspects of the longevity calculation. The consultant discussed a download of the device data could be performed and reviewed for further evaluation. This product issue will be re-evaluated if additional details are received.